Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that while she was attempting to change her insulin cartridge the rubber stopper got stuck on the piston rod. The pt stated that she may have forgotten to untwist the adapter all of the way. The co rep assisted the pt in removing the stopper. The pt reported that a small amount of insulin leaked into the cartridge compartment. The pt was able to successfully remove the stopper and insert a new insulin cartridge after drying out the cartridge compartment. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.